Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, the right ventricular lead exhibited noise leading to over-sensing and inappropriate shock. Programming changes were performed. The patient condition was stable.